Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "system error 3 alarm" is confirmed. The returned pump assembly with pcs alarmed high baseline during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the pump had a system error 3 alarm during use on a patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a system error 3 alarm during use on a patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.